Event description:
Caller reported that insulin gauge displayed a different amount than expected, with a noticeable difference between displayed and expected fill estimates. The caller¿s blood glucose level was not adversely impacted. The caller, with assistance from technical support, followed necessary steps to fill and load a new cartridge, and opted to disconnect and deliver a bolus to update the fill estimate. The issue was resolved without requiring additional escalation.